Event description:
In (B)(6) on an unk date, a pt as injected with 1.5cc of radiesse into the marionette lines from the corners of the mouth. Eight hrs after injection, the pt had pain, redness and swelling. The pt was prescribed steroids and antibiotics as well as topical ointment. Further info was rec'd that arterial embolism of the facial artery and external compression of the lower face vasculature are possible causes of the present clinical features. The injector believed that the pt had redness all over her right face and ear two days after the treatment and as if the embolizing clot moved to proximal site artery, the redness seemed too extensive. Thus it would be possible not only arterial embolization but also inflammation to glycerin could have effected. First week of treatment was provided: the pt was prescribed clarithromycin for 6 days (dosage unk). Prednisone 30mg/day for 2 days, 15mg for following 2 days 10mg for 6 days until (B)(6) 2014 (once reduction to 5mg caused acute pain and massive swelling).

Manufacturer narrative:
(B)(4). On (B)(4) 2014, further info was rec'd. The dr provided info to merz. He stated that he thought arterial embolism is possible and that the epidermal necrosis was healed but the pt still has dull pain. The device history records for the radiesse lot injected were not reviewed as the lot number was not provided by the physician.